Event description:
It was reported by service report that the bed lift could not go all the way down. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Results: trend bracket.